Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Customer's health care provider recommended change in carb ratio setting from 1:12 to 1:10. Customer mistakenly changed the carb ratio to 1:110. Customer was treated with insulin drip during hospitalization and was discharged on (B)(6) 2015.